Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. The lesion was located in the left anterior descending (lad) artery. Vascular access was obtained through the right femoral artery. Two guide wires were advanced to the lesion and one was removed in order to advance the flextome monorail cutting balloon. Difficulty was encountered upon attempting to advance the flextome monorail cutting balloon to the lesion. The cutting balloon was inflated one time to 10 atms for 37 seconds. The balloon leaked and was difficult to remove from the touchy. The shaft of the cutting balloon broke after removing the touchy. The procedure was successfully completed by implanting a liberte mr stent. No pt injuries or complications were reported. The pt's status was reported as "fine".